Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The currents are within specification. No blank display. The lcd board tested ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down arrow was unresponsive. The customer reported that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.